Manufacturer narrative:
According to the available information the titan was revised due to dislodged cylinder from mid-shaft due to tunica atrophy. Titan pump, two cylinders and a reservoir were received for evaluation. As examination of the components may not conclusively confirm or disprove the report of dislodged cylinder, quality accepts the physician¿s observations as to the reason for surgical intervention. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, this device required replacement due to a dislodged cylinder. The cylinder dislodged from the mid-shaft due to tunica atrophy. The reservoir was retained and reused. No other adverse patient effects were reported.

Manufacturer narrative:
According to the available information the titan was revised due to dislodged cylinder from mid-shaft as result tunica atrophy. The device was not returned for evaluation. However, because examination of the returned components may not conclusively confirm or disprove the report of migration, quality accepts the physician¿s observations of such as the reason for surgical intervention. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.